Manufacturer narrative:
Investigation: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 129929 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-000 / lot 129929 and device part number 195-430h / lot 128677. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 129929 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is possibly related to the specific patient sample. Reference MFR numbers: 1221359-2021-03319, 1221359-2021-03318, 1221359-2021-03321.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Reference MFR numbers: 1221359-2021-03319, 1221359-2021-03318, 1221359-2021-03321.

Event description:
The customer reported false positive results with the binaxnow covid-19 ag for multiple patients performed on various dates. This MFR. Report addresses test 2 of patient 1 of 2. The customer reported 2 false positive result with the binaxnow covid-19 ag card assay performed on (B)(6) 2021 and (B)(6) 2021 on a direct tested nasal kitted swab. The two test were performed on the same patient. Confirmation testing on swabs with cepheid generated negative results. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.